Manufacturer narrative:
(B)(4). The device was manufactured october 24, 2013 to october 25, 2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion of flucloxacillin. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned; a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.